Manufacturer narrative:
Section b3: date of death corrected manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplant and lvad explant on (B)(6) 2025. The patient then passed away on (B)(6) 2025 due to complications post-transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.